Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". "Pump set for a 270 ml chemo treatment over 1 hour (flow rate 270 ml/h). At the end of the hour, the treatment should have been finished, but there was still more than half of the treatment. Waste of time ++ for patient and staff. Pump changed." "

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the technical seal (33-03-185) on the lower housing were intact. The device shows some liquid residues. The device shows some age-related signs of wear and tear, but no broken or badly damaged parts. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. A bolus could be promoted. 2.3 the device history files were read out and analyzed. On 2022-01-26 there is no history entry. For this reason, the last infusion from 2022-01-25 was investigated. At 10:58 a.m. A space line was inserted. One minute later a new vtbi of 253,5 ml was set. The infusion was started at 10:59 a.m. At 11:02 a.m. A "air bubble alarm" displayed (the reason for this alarm could not clarified). Up to this point, a volume of 13,76 was infused. At 11:07 a.m. The infusion was started again. At 12:00 p.m. The hint "vtbi near end" displayed. A few seconds later the customer hits the button "ok" to accept the pre alarm "vtbi near end". In the same second the customer hits the "start/stop" button. The pre-alarm appears 3 minutes before the set volume or time is reached. For this reason, the set volume was not fully infused. At 12:00 p.m. An act. Volume infused of 241,27 ml. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,27%. Accuracy of set delivery rate should: ± 5 % according to iec/en 60601-2-24). The device matches the required values and standards. All measured values are within our specification. 2.6 during the investigation faults could be detected, to investigate the inside of the device was completely dismantled. Between the housing lower part and the emc plate was some liquid residues, but no liquid can be found on the motherboard. Furthermore, the threads of the housing upper part are overtightened. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. There is no product deviation.